Event description:
It was reported allergic reaction, damaged threads, infection. Implant was removed. Tooth sites # 31. Symptoms as a result of the event: abscess, aspiration.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided. H6: additional h6- patient codes: (B)(4) : abscess.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.